Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that probe did not cut during vitrectomy surgery. The surgery was completed by replacing another one. There was no patient harm.

Manufacturer narrative:
One opened probe was received, with a tip protector, in a pouch, for the report. The sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation and cut the sample was found to be conforming for both functional tests. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Couple gouge marks observed at the cutting edge and other location on the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. The needle holder/retained were disassembled and the components were visually inspected, all components were deemed visually conforming. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the probe had a cut failure, the evaluation also indicates the probe had an actuation failure the exact cause of the actuation and cut failures cannot be determined from the evaluation performed. The exact root cause of the actuation and cut failures could not be determined; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).